Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was torturous and calcified and located in the left anterior descending artery (lad). Pre-dilatation was performed with an unspecified 1.5 x 12 mm non-compliant balloon. The xience v 2.5 x 28 mm stent was implanted; however post implantation, a distal edge dissection was observed. A xience v 2.25 x 18 mm stent was implanted to cover the dissection. No adverse patient sequela was reported. No additional information was provided.